Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(6) 2015 (case# FDA-2014-n-0736-0710, awareness date 22-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube insert) inserted in 2010. Consumer reported that from day one she had essure inserted she was experiencing pain and was told it would pass and she was just seeking pain medication. The pain never passed and she had to learn to cope with nothing more than (B)(6). The essure added more scar tissue and added to endometriosis pain. At the time of report, she was (B)(6) and was having to get a hysterectomy because this was the only option she had left. According to the consumer, she was ridiculed in the court room and lost the custody of her children due to the amount of pain she was suffering she did not have the ability to walk, jump around or do the things a mother of 4 should be allowed to do. She stated she was labeled as drug addict even with documented proof that it was only (B)(6). She said that essure was a defective product. Consumer also stated that with all of that she was being forced to get another surgery to remove the essure. She might be able to get back on her feet after the surgery. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced constant pain since the day of insertion. She treated it with ibuprofen. Due to the amount of pain she was suffering she did not have the ability to walk, jump around or do the things a mother of 4 should be allowed to do. She stated she will have to undergo a hysterectomy but no date was provided. This unspecified pain is serious due to the medical required intervention and listed in the reference safety information for essure. Considering that the pain started the day of insertion and that it had has been constant for five years, a causal relationship with essure cannot be excluded. This case is regarded as incident due to long-term restriction of activities of daily life caused by essure-related pain. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Ptc investigation result was received on 15-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced constant pain since the day of insertion. She treated it with ibuprofen. Due to the amount of pain she was suffering she did not have the ability to walk, jump around or do the things a mother of 4 should be allowed to do. She stated she will have to undergo a hysterectomy but no date was provided. This unspecified pain is serious due to the medical required intervention and listed in the reference safety information for essure. Considering that the pain started the day of insertion and that it had has been constant for five years, a causal relationship with essure cannot be excluded. This case is regarded as incident due to long-term restriction of activities of daily life caused by essure-related pain. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.